Event description:
Pt reported that her blood glucose measured 309 mg/dl. When she programmed a bolus, she noticed moisture in the cartridge compartment. Pt indicated that insulin had leaked into the device. She indicated that there were no apparent cracks in the insulin cartridge. No error messages were generated by the device. Pt self-treated by delivering a bolus. Pt reported that she has 3 boxes of empty cartridges, which all appear to have the rubber stopper out of place.